Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2010, this patient underwent an endovascular procedure using a gore tag thoracic endoprosthesis (tgt4020/7608124) to repair a 70 mm thoracic aortic aneurysm. It was planned that the left common carotid (lcca) and the left subclavian (lsca) arteries would be covered by the device, therefore a bypass surgery was performed from the right subclavian artery to the lcca and lsca prior to the device implant. The endoprosthesis was implanted with the proximal end located just below the ostium of the brachiocephalic artery, as planned. During an intraoperative angiography after the initial touch-up ballooning, an unknown endoleak was suspected, so ballooning to the proximal neck was additionally performed. The left subclavian artery was then coil embolized and the procedure was concluded. The proximal neck length (from the left common carotid artery to the proximal end of the aneurysm) was 1.5 cm, and the neck diameter was 36 mm. Final angiography showed no endoleak, and the patient tolerated the procedure. On (B)(6) 2010, the patient was discharged. On (B)(6) 2010, one month follow-up imaging revealed a proximal type I endoleak. However, no treatment was performed to repair the endoleak. The imaging also revealed a type ii endoleak of unknown origin. A diameter of the aneurysm was 69 mm. On (B)(6) 2010, a coil embolization procedure was performed to repair the type ii endoleak. The proximal type I endoleak was not addressed during the procedure. The patient tolerated the procedure. On (B)(6) 2011, six month follow-up imaging showed that the type ii endoleak was resolved. The proximal type I endoleak reportedly remained. A diameter of the aneurysm was 69 mm. The physician elected to monitor the patient. On (B)(6) 2011, one year follow-up imaging showed that the type I endoleak remained. A diameter of the aneurysm was 71 mm. On (B)(6) 2012, two year follow-up imaging showed that the type I endoleak remained. A diameter of the aneurysm enlarged to 75 mm. On (B)(6) 2013, three year follow-up imaging showed that the type I endoleak remained. A diameter of the aneurysm further enlarged to 78 mm. On (B)(6) 2014, four year follow-up imaging was performed. It was unknown whether any endoleaks were present. A diameter of the aneurysm was 78 mm.